Manufacturer narrative:
Correcting g2 to align with e2/e3, health professional should not be selected in g2 on the initial. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 as additional information was inadvertently missed during initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect., the events occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦"inspection of the endoscopic image" confirm that the wli and nbi endoscopic images are normal. (Except bf-mp290f) 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a broken insertion tube. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found due to damage on the charged coupled device (ccd) unit the monitor shows a black screen with no image and due to damage on the ccd unit, a e216(scope communication error) occurred. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the connecting tube had a dent, due to damage on the ccd unit a noise image occurred, an abnormal sound was made due to deformation of the angulation lever, the adhesive on the bending section cover rubber had a chip, the scope connector had corrosion due to water leakage, the scope connector cover unit was sticky due to water leakage, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the connecting tube had coating peeling (less than 1mm2), the universal cord had a scratch, the grip was deformed, and the switch box was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.